Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) calibration failed. No previous repairs noted in the last 12 months. Review of event log found nothing related to reported issue. Reported issue was replicated through calibration and downstream occlusion test. The cause of the reported issue was a bad dso sensor. The reported issue resolved by replacing the dso sensor. Performed sensor calibration. The device passed all functional and delivery tests performed after repair.

Event description:
It was reported that the downstream occlusion (dso) calibration failed. The event happened during testing. There was no patient involvement.